Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 7.2 mmol/l. The customer reported that there were cracks on back of the insulin pump, there was damage around the reservoir lip ring as well as skin around buttons have fallen off. Troubleshooting was performed for damage and reservoir was unable to lock in place when inserted into pump. The customer was advised the insulin pump will need to be replaced. Also customer was advised to discontinue use of the insulin pump and revert to backup plan the insulin pump will not be returned for analysis.